Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had migrated. It was noted that prior to device migration, the pocket was nearing erosion. The device was explanted. No additional adverse patient effects were reported.